Event description:
Pt was on continuous heparin drip. Lab work ptt7200. Pump drip was stopped until 2:45 pm. Drip was restarted. Pump was set at 20cc/hr. It was noted that fluid was flowing much faster than ordered (than set rate). Pump placed on pause and drip continued to drip.